Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report a piece of the inner cannula broke off the from the tube. Customer indicated the patient required re-intubation. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
Piece of outer cannula was broken. Device analysis: one sample was received for evaluation, a visual inspection was conducted and it was observed the flange was separated from the tube. Damage on one of the outer cannula holes and flange was noticed. Dimensional test was performed on both holes of the cannula diameters, depth of the holes, and flange lug pins. All readings were within specification according to applicable drawings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report a piece of the outer cannula broke off the from the tube. Customer indicated the patient required re-intubation.